Manufacturer narrative:
Concomitant products: product ID: 37711, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient's left implantable neurostimulator (ins) therapy was turning off by itself. The left ins shut off and the patient would check it with the patient programmer and the battery level was ok, but then manually had to turn the stimulator back on. The rep mention the patient charged this battery, but it was reviewed this ins was not rechargeable so it was unclear what exactly the patient was referring to. It was noted the patient charged the right side ins about once a week, but no allegations were made about this device. This issue had been occurring for a while. Later, the rep reported the device in the left buttock shut off only 2 times in the past year. Nothing was noted on interrogation and everything appeared to be working properly. It was unknown what date the right side ins was implanted. Both inss gave the patient great coverage. There was no recent medical test of electromagnetic environmental exposure. Relevant medical history included other non-malignant pain.